Event description:
Pt was referred to this institution for ICD generator change. The existing ICD was explanted via an incision over the generator pocket. Testing of the existing lead revealed low pacing impedence. Inspection of the lead in the pocket revealed multiple abrasions on the sensing and defibrillating coil insulation. The sensing lead insulation was worn out in places with extrusion of the conductor coil. Because of the defects involving the defibrillator segment of the lead as well, it was decided to change the entire lead.